Manufacturer narrative:
(B)(4).

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2017, the patient had a meter result of 2.1 inr. On (B)(6) 2017 at 11:15 a.m., the patient was tested on the meter and the result was 3.5 inr. The doctor thought this result was too high for the dose of warfarin that the patient was taking, so the doctor sent the patient to the laboratory for testing. At the laboratory, the patient was tested using the dade innovin method and the result was 1.3 inr at 12:30 p.m. On (B)(6) 2017. The doctor waited on the laboratory value and then increased the patient's dosage from 2.5 mg to 5 mg daily based on the laboratory result. The patient then came home and ran testing again on the meter using a sample from the same finger used to obtain the 3.5 inr value. The result from this test was 3.9 inr at 2:42 p.m. On (B)(6) 2017. The patient did not know what his therapeutic range was. The patient tests weekly. The patient is not anemic and does not have bruising. The patient stated that he has some sort of factor deficiency, but he does not know which one. The patient does not take heparin or direct thrombin inhibitors. The patient states that he has not been tested for antiphospholipid antibodies. The patient has had no changes in diet, illnesses, exercise or medication. The patient is compliant. The patient was placed on warfarin about 2 years ago due to a stroke. The patient was taking agranox medication at the time of the stroke. The patient has only been using the meter for approximately 6 months. The patient takes his warfarin medication around 6 p.m. The time frame between medications taken and the event was 17 hours. The patient's product has been requested for investigation and replacement product was shipped to the patient. Relevant retention test strips (lot 176189-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The customer returned the meter and test strips for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and an internal reference meter was used. Donor 1 inr: 2.3 inr, donor 2 inr: 3.1 inr. Donor 1 hct: 47%, donor 2 hct: 46%. Testing results: donor #1: master lot: 2.3 inr, customer strip and meter: 2.4 inr. Donor #2: master lot: 3.1 inr, customer strip and meter: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. None of the medications taken by the patient are currently known to interfere with the accuracy of the test results. The patient result log of the meter was accessed and only showed the value of 3.9 inr obtained on a date of (B)(6) 2016.